Manufacturer narrative:
The customer reported the maxzero could not be disconnected and returned one used sample of material mz1000-07. Upon initial visual examination, the set did not verify the reported issue of difficult to disconnect. The maxzero was used and full of dried blood. The maxzero was easily able to be removed from the included syringe in sample return. The maxzero did however, have cracks in the female luer end. The complaint of maxzero damage is confirmed. A device history review could not be evaluated as the lot number is unknown. The investigation was unable to trace the reported issue to the manufacturing process. The root cause is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needless connector had connection issues the following information was received by the initial reporter with the following verbatim it was reported by the customer that the maxzero with vacutainer stuck in the top of the connector.